Manufacturer narrative:
The device was returned to zoll for evaluation. During testing, the customer's report of the device shutting off and powering down during operation was confirmed. Further evaluation determined that the rear enclosure was contributing to the reported behavior, which was subsequently replaced and returned to inventory. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated after multiple attempts the device was able to be powered back on using the same battery and operated as intended for the remainder of the flight. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.